Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell, landed, or rolled over on pump, which left screen unresponsive and illegible so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted, and technical support arranged for replacement pump under warranty.